Event description:
During baxter's functionality testing, it was found that a spectrum pump had a "constant upstream occlusion" alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarm was confirmed and observed during eval. Eval found the upstream sensor current reading to be out of specification (low), caused by a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.